Event description:
The customer reported that the touchscreen was not responding to touch. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.